Manufacturer narrative:
(B)(4).

Event description:
It was reported this right atrial (ra) lead dislodged due to atrial fibrillation (af) complications. Subsequently, a revision procedure was performed, and the ra lead was explanted. The physician decided not to replace the ra lead as the patient experiences chronic af. No additional adverse patient effects were reported.